Event description:
Physician was embolizing the gda with penumbra ruby coils. First coil was placed successfully. Second coil was not sitting properly, so physician attempted to retract and reposition it. Resistance was encountered upon retracting. Physician continued to pull back and the coil detached in the delivery microcatheter. Microcatheter was successfully removed from the patient with the coil inside of it. No adverse effect on patient health.

Manufacturer narrative:
Conclusion the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital discarded of device.